Event description:
It was reported that the radio-frequency (rf) head was unable to communicate with the implanted device. It was also noted that there were no lights on the rf wand. The rf head was replaced and the issue was resolved. The rf head will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).